Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3010617000-2015-00490 for autopulse platform with s/n unknown; 3010617000-2015-00491 for autopulse nimh battery with sn unknown; 3010617000-2015-00492 for autopulse nimh battery with sn unknown; 3010617000-2015-00494 for autopulse li-ion battery with sn unknown.

Event description:
It was reported that during a training, the autopulse platform shut down immediately after compressions were initiated. When the autopulse platform was used with the customer's three nimh batteries and one li-ion battery, the same issues occurred. There were no reports of any patient involvement. No further details were provided. Please note that the date of events were not provided.